Manufacturer narrative:
Case left open; further diagnostics planned. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that c-arm stopped functioning; motor assembly error detected on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.